Manufacturer narrative:
Age at time of event: 18 years or older.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mildly calcified superficial femoral artery. Following predilation, a 7x80x120mm epic¿ stent was implanted in the target lesion. However, after deployment, dissection was noted under fluoroscopy from the distal portion to the stent edge. The physician used a same size epic¿ stent to treat the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.